Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 4 mg/dl (ss) and 183 mg/dl (hcp) respectively (98% difference). No symptoms were reported. There was no allegation of harm.